Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call an infusion set introducer needle break. The customer stated that they changed the insertion site the night prior to the phone call, but, did not notice until this morning that the infusion set needle was sticking out of the infusion set. The customer tried removing the needle but it would not come out. The customer inserted a new infusion set at a new site and removed the old infusion set. Troubleshooting was performed and the customer stated that they removed the introducer needle straight instead of an angle. The customer's blood glucose was 445 mg/dl at the time of the incident. The customer's blood glucose was 570 mg/dl at the time of the phone call. The customer declined troubleshooting for high blood glucose and stated that it was treated with a bolus.